Manufacturer narrative:
The investigation is ongoing. Investigation results will be reported in a follow up report.

Event description:
It was reported that the ventilator interrupted ventilation during an inner-clinical transport of a ventilated pt to the CT-room. It was further reported that the pt's state of health deteriorated.